Event description:
It was reported that (1) 355sd was used during an laparoscopy procedure. It was reported by the rep that the valve from the disposable 5mm trocar fell out of the trocar and into the pt's abdomen. Additional anesthesia and surgery was used in attempt to retrieve. Also, extended surgery was required to perform an exploratory lap in attempt to retrieve. Extended or time.